Event description:
Wound not completely closed, generating an infection: propionibactrium. During the revision all the implants have been removed and the pt received a cement spacer. MFR ref# 3005180920-2014-00110.